Event description:
It was reported that an insulin cartridge in the ilet system leaked, and when the caregiver attempted a supply change without first cleaning the insulin chamber, the pump displayed an unable to proceed message that required a dry supply change; customer care instructed the caregiver to rewind the pump and clean the insulin chamber, after which troubleshooting and education were completed. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Customer care provided telephone-based troubleshooting and user education focused on proper cartridge replacement and chamber cleaning. Investigation of this case revealed user handling and maintenance issues consistent with leakage at the cartridge or insulin chamber interface, with the pump responding as designed by preventing continuation until the chamber was cleaned and the procedure repeated. It was concluded, based on previously established findings for similar reports, that the cause was user technique and maintenance related.

Manufacturer narrative:
Initial.